Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high pace impedance (>2000 ohms). The associated right ventricular (rv) lead was capped and replaced. The device remains in service. There were no adverse patient effects.